Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited eri which was not confirmed as normal eri. The right ventricular (rv) and right atrial (ra) lead exhibited a lead integrity issue. The ipg was explanted and replaced. The leads were capped and replaced. No patient complications have been reported as a result of this event.